Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment. The programmer was slow to start up. There were errors found in the software history. Due to the error codes found in the files, software reconfiguration was performed to eliminate possible software issues. The electrocardiogram (ECG) connector on the link electronic module (lem) board had a loose connection. The paper tray was nearly empty. The ECG connector support plate and handle update were required. Software was re-installed and updated to the newest version, the ECG connector was replaced, paper was added, the stylus was calibrated, software was installed, the programmer was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer took more than ten minutes to turn on and then it blocked. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported through follow up that the programmer crashed when it was switched to the thresholds section. The issues were noted to cause a delay in the implant procedure.